Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "when going to measure the resection for the tibial cut the zero degree housing guide was spilling down the tibial tower, surgeon stated" that he would like for it to lock."